Event description:
It was reported that the customer experienced high blood glucose levels (500+ mg/dl) after changing his cartridge and infusion set. Cannula was kinked. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.